Event description:
It was reported that the catheter was perforated. During preparation of a crossboss catheter, the physician noted that the device was leaking in the middle of the catheter which was bent and perforated. The procedure was completed with another of the same device. No patient complications were reported.